Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('outer coil is displaced from the micro-insert and could potentially be fractured/bent'), device dislocation ('outer coil is displaced from the micro-insert and could potentially be fractured/bent'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy in 2012, anterior cervical discectomy with fusion in 2008, appendectomy in 1986, genital bleeding, lumbar facet arthrosis, degenerative disc disease, uterine fibroids and augmentation mammoplasty. Previously administered products included for pregnancy prevention: mirena iud from 2010 to (B)(6)2012. Concurrent conditions included overweight, menometrorrhagia, lumbar radiculitis, spondyloarthropathy, pain sacroiliac, explorative laparotomy, menses irregular, abdominal pain, ovarian cyst, abdominal pain lower and diarrhea. Concomitant products included norethisterone (micronor) from (B)(6)2012 to (B)(6)2013 for contraception as well as ibuprofen from (B)(6)2013 to (B)(6)2018, metronidazole (flagyl) and paracetamol (tylenol) from (B)(6)2013 to (B)(6)2018. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 12 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pain pelvic") and back pain ("back area pain"). The patient was treated with surgery (ablation and dilation and curettage on (B)(6)2013 and hysterectomy with bilateral salpingectomy, bilateral oophorectomy, dilation and curettage). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, menorrhagia, pelvic pain, back pain, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6)2015- hysterectomy with bilateral salpingectomy, (B)(6)2018-bilateral oophorectomy. Current weight 138 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Computerised tomogram - on (B)(6)2018: right ovarian cystic mass. Hysterosalpingogram - on (B)(6)2013: essure device was successfully occluded. Ultrasound pelvis - on (B)(6)2013: uterus is about l0 cm. Concerning the injuries reported in this case the following events were confirmed from medical records: pelvic pain, menorrhagia, dysmenorrhea, back pain. Concerning the injuries reported in this case the following events were reported via medical records: device dislocation and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('outer coil is displaced from the micro-insert and could potentially be fractured/bent'), device dislocation ('outer coil is displaced from the micro-insert and could potentially be fractured/bent'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy in 2012, anterior cervical discectomy with fusion in 2008, appendectomy in 1986, genital bleeding, lumbar facet arthrosis, degenerative disc disease, uterine fibroids and augmentation mammoplasty. Previously administered products included for pregnancy prevention: mirena iud from 2010 to (B)(6) 2012. Concurrent conditions included overweight, menometrorrhagia, lumbar radiculitis, spondyloarthropathy, pain sacroiliac, explorative laparotomy, menses irregular, abdominal pain, ovarian cyst, abdominal pain lower and diarrhea. Concomitant products included norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as ibuprofen from (B)(6) 2013 to (B)(6) 2018, metronidazole (flagyl) and paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 12 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pain pelvic") and back pain ("back area pain"). The patient was treated with surgery (ablation and dilation and curettage on (B)(6) 2013 and hysterectomy with bilateral salpingectomy, bilateral oophorectomy, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, menorrhagia, pelvic pain, back pain, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2015- hysterectomy with bilateral salpingectomy, (B)(6) 2018- bilateral oophorectomy. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Computerised tomogram - on (B)(6) 2018: right ovarian cystic mass. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2013: uterus is about l0 cm. Concerning the injuries reported in this case the following events were confirmed from medical records: pelvic pain, menorrhagia, dysmenorrhea, back pain. Concerning the injuries reported in this case the following events were reported via medical records: device dislocation and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs and mr received: category of case changed to incident. Insertion dated updated to (B)(6) 2013. Patient demographic added. New event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish and dysmenorrhea (cramping) and outer coil is displaced from the micro-insert and could potentially be fractured/bent (from mr) were added. Concomitant drug, medical history added and lab data were added. New reporters, patient demographics added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('outer coil is displaced from the micro-insert and could potentially be fractured/bent'), device dislocation ('outer coil is displaced from the micro-insert and could potentially be fractured/bent'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy in 2012, anterior cervical discectomy with fusion in 2008, appendectomy in 1986, genital bleeding, lumbar facet arthrosis, degenerative disc disease, uterine fibroids and augmentation mammoplasty. Previously administered products included for pregnancy prevention: mirena iud from 2010 to (B)(6) 2012. Concurrent conditions included overweight, menometrorrhagia, lumbar radiculitis, spondyloarthropathy, pain sacroiliac, explorative laparotomy, menses irregular, abdominal pain, ovarian cyst, abdominal pain lower and diarrhea. Concomitant products included norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as ibuprofen from (B)(6) 2013 to (B)(6) 2018, metronidazole (flagyl) and paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 12 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pain pelvic"), back pain ("back area pain") and abdominal pain ("abdominal pain, chronic"). The patient was treated with surgery (ablation and dilation and curettage on (B)(6) 2013 and hysterectomy with bilateral salpingectomy, bilateral oophorectomy, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, back pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2015- hysterectomy with bilateral salpingectomy, (B)(6) 2018-bilateral oophorectomy. Current weight 138 lbs. Discrepancy noted in patient dob previously ((B)(6) 1973) and in newly received pfs (B)(6)1976). Patient had received treatment for pain - pelvic/abdominal, chronic, dysmenorrhea (cramping), back and gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Computerised tomogram - on (B)(6) 2018: right ovarian cystic mass. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2013: uterus is about l0 cm. Concerning the injuries reported in this case the following events were confirmed from medical records: pelvic pain, menorrhagia, dysmenorrhea, back pain. Concerning the injuries reported in this case the following events were reported via medical records: device dislocation and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events abdominal pain and gen. Abnorm. Bleed added. Outcome for the events pelvic pain, abdominal pain, dysmenorrhea (cramping), gen. Abnorm. Bleed and back pain updated to recovered / resolved. Dob updated as per current pfs. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.